Manufacturer narrative:
A ge representative evaluated the system and performed a calibration and replaced the iris potentiometer. System operates as intended. (B)(4).

Event description:
The customer reported, the system is displaying a filament regulator error and a bad iris pot error. No pt injury was reported.